Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy on (B)(6), 2012. According to the complainant, during the procedure, when the physician attempted to track the peg tube over the guidewire, there was tension and the guidewire snapped. Nothing fell inside the patient. The nurse did not believe there was anything blocking or occluding the peg that would make it unable to advance. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown, however over 18 years old.(B)(4):the complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.